Manufacturer narrative:
We have received the device for evaluation. We have confirmed the reported incident. We found that one of the blade did not close properly into its retainer when the centering hoops were closed. We observed that the centering hoop that connects to this blade was damaged which led to this issue. We did not observe any damage on either side of the retainer. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of similar nature for devices from this lot. Therefore, we believe that it was an isolated incident. At this time, we are inconclusive about the root cause of the defect. It is possible that the centering hoop was damaged during packaging or during shipping the device to the hospital. The issue was detected during pre-use check. The procedure was completed using a different valvulotome.

Event description:
Before the procedure, the surgeon tested the blades functionality of the valvulotome. The surgeon was unable to close one of the blades into its housing.